Manufacturer narrative:
The reported device was investigated by our field service engineer at the hospital. The issue was confirmed during the investigation, and was resolved by replacing the device nozzle units. The replaced parts have not been returned for investigation, the review of the received device logs show that the measured pressures during this test were too high which indicates a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. The device service log was not returned and it¿s unknown for how long the replaced nozzle units were used before the reported issue occurred.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).